Event description:
It was reported that the patient was experiencing shortness of breath and dizziness. A remote transmission showed the device had an electrical reset while the patient was receiving radiation treatment. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).